Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a stuck button alarm. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return their device back for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unexpected stuck button alarm during testing. No unlocked printed circuit board one keypad connector during visual inspection. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.